Event description:
As per onkos case: would like to remove the distal femoral replacement in situ, leaving the cemented poly-cased tibial component in situ. He would like a patient specific distal femoral replacement with 2 side plates, collar and cemented femoral stem. Right side.